Manufacturer narrative:
Date of event was reported ever since implant ((B)(6) 2010).

Event description:
Information received from the patient reported they had 2 fusions in the last 2 years, (B)(6) 2013 and (B)(6) 2014. The patient's spine had gotten so unstable, and that was the reason for scs implant, because she didn't know what was causing neurological pain. The patient used to have the implantable neurostimulator (ins) on a really high setting, but now if she slowly increased it to get rid of her post op pain; it caused her severe pain in her legs and her feet. The patient had a lot of pain in her back, and she normally kept the ins on 4, but if she increased it to 8-9 to get rid of the "incessant throbbing" in her back, her legs/feet would start to ache, throb, and burn like they were doing before. When the patient was first healing from her fusion surgery at the end of (B)(6), she still had neurological problems and she couldn't keep stim on sometimes. This has changed in the past couple of months. It was noted the patient kept increasing the ins slowly and all of the sudden the neurological problems started coming back to her legs. The patient knew it was because of the way the ins program ran and she had not been programmed for 1.5 years. The patient wanted to have the ins removed from her back, but the physician would not remove it for "no reason." It was noted the patient felt like she had the device stuck in her and nobody knew what to do with it. Additional information received on (B)(6) 2014 reported from the patient reported their device was hurting them. They had a second fusion and needed their device adjusted but did not have a pain doctor to follow up with. Further information received from the patient on (B)(6) 2016 reported that the after a fusion was done (about a year and a half ago) the stimulation was too strong. They met with a nurse and the manufacturer's representative and they were able to resolve the issue. The indication for use for the implanted device was noted as chronic low back pain. If additional information is received, the event will be updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.